Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. During review of the device service records for this device indicates that the device had not been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary procedure, it was observed that the small battery drive device was slowing down and losing power and then stopped working. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.